Event description:
Report received of no alarm for an occlusion resulting in non-delivery of levophed. The pt was started on levophed at approximately 2000 on friday in 02/2001 at 1ml/hour. Drops were seen in the drip chamber at this time. At midnight, the pump was turned off as the staff were working with the patient, the stopcock was turned off to the patient and the roller clamp was partially closed. The patient was also on nipride and when the patient's blood pressure started to fall at approximately 2am, a second rn came to help and turned the nipride stopcock to the off position. When the levophed was turned back on, the rate of infusion was started at 2ml/hour and titrated up to 14ml/hour before the nurse noted that there were no drops in the drip chamber and the stopcock was turned off to the patient. When the levophed was turned on, the stopcock had not been turned to the on position and there was a non-delivery with no pump alarm for occlusion. There was no reported adverse patient event. The rn disconnected the distal end of the tubing from the patient and there was a burst of fluid from the line. She then opened the pump door and noted that the tubing was completely flattened and changed the tubing. When the infusion was resumed, the rn got an unspecified alarm. She cleared the alarm and then resumed therapy. There was no reported adverse pt event as a result.